Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and the documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported following the intraocular lens implantation the lens was dislocated and the patient had posterior capsular tear. The lens was exchanged in a secondary procedure. Additional information has been requested and received stating patient was seen by retinal specialist and lens was removed and new lens was sutured in.